Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 8 months post implant of this bioprosthetic valve, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for the intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to distal stenosis. The physician indicated "this may have been related to the distal anastomosis as opposed to the graft itself". If information is provided in the future, a supplemental report will be issued.